Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data, accuracy testing for alinity I stat high sensitive troponin-I reagent lot 49083ud00. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any non-statistical trend. Return testing was not completed as returns were not available. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating that lot 49083ud00 is performing acceptably. Historical performance of reagent lot 49083ud00 was evaluated using worldwide data from abbottlink. This evaluation indicated that the patient median result for lots within the established control limits. Therefore, no unusual reagent lot performance was identified. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 49083ud00.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient from three different specimens. The results provided were: on 14may2023 sid (B)(6) on serum=134 ng/l /repeated on sid (B)(6) heparin plasma=< 4 ng/l /repeated sid (B)(6) on heparin plasma= < 4 ng/l. Laboratory reference range for troponin-I= 0.0 to 26 ng/l. The precision study performed for troubleshooting purpose. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient from three different specimens. The results provided were: on (B)(6) 2023 sid (B)(6) on serum=134 ng/l , repeated on sid (B)(6) heparin plasma=< 4 ng/l , repeated sid (B)(6) on heparin plasma= < 4 ng/l, laboratory reference range for troponin-I= 0.0 to 26 ng/l. The precision study performed for troubleshooting purpose. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Updated postal code e1=to 08000 from 8000. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). This report is being filed on an international product, list number 8p13-24 that has a similar product distributed in the us, list number 4z21.